Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® flashback blood collection needle, there were rust stains on the blood collection needle. No adverse consequences. The following information was provided by the initial reporter: "the nurse opened the single-use phlebotomy device and found rust stains on the blood collection needle, which the nurse immediately replaced with no adverse consequences."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that while using the bd vacutainer® flashback blood collection needle, there were rust stains on the blood collection needle. No adverse consequences. The following information was provided by the initial reporter: " the nurse opened the single-use phlebotomy device and found rust stains on the blood collection needle, which the nurse immediately replaced with no adverse consequences."